Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) japanese female patient had impella cp pump inserted in the left femoral for myocarditis. It was reported that when explanting impella, bleeding was noted, location was not provided. Balloon technique was used to stop the bleeding; however, it was not successful; therefore, protamine was administered. Lower limb angiography confirmed the impella insertion site looked abnormal. The patient did not complain of any pain; however, lower limb ischemia and thrombus formation were noted. Lower limb embolization and thrombus aspiration was performed for treatment.